Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about three years ago in (B)(6) 2015 a pocket/lead revision was performed and then again seven months later in (B)(6) 2015. Follow-up was conducted and from the information obtained it was reported that revision of the right atrial (ra) lead and right ventricular (rv) lead were done on both dates due to high probability of twiddler¿s syndrome. Additionally, the pocket revision was done in (B)(6) 2015 with the lead revisions because the implantable pulse generator (ipg) had migrated inferior from its original position. The ra lead, rv lead, and ipg all remain in use. No patient complications have been reported as a result of this event.